Event description:
It was reported that the patient received inappropriate hv therapy for double counting. The device was reprogrammed. The device was later explanted after multiple attempts to reprogram did not resolve the issue.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field experience of inappropriate therapy delivery was verified via review of the stored egms. It appeared that the device was oversensing p-waves, which led to the therapy delivery. The oversensing could be due to the rv lead being positioned too close to the atrium or rv lead dislodgement. The device was tested on the automated electrical test system and all device functions were normal.